Event description:
During a percutaneous transluminal angioplasty (pta) to the right common iliac artery, the balloon was reported to have ruptured. The vessel was described as having severe calcification and mild tortuosity with a 75% stenosis. The product was prepared as per the instruction for use. The balloon ruptured at about 4 atmospheres. It was withdrawn out of the patient's body, and another balloon catheter was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The manufacturing records for lot number r0706085 and subassemblies were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests during manufacturing were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.